Event description:
It was reported that there was displacement of the coupling electrode-extension on the side because it was in conflict with the spinous process. The patient had pain when he leaned on the back while lying down. The evolution was noted as no more pain. The event required hospitalization from 2013-(B)(6). The issue was resolved at the time of report. The patient¿s status at the time of report was alive with no injury. The event was related to the procedure and the device. Later it was clarified that the electrode/extension did not displace alone, the investigator displace the electrode/extension due to a conflict with the spinous process creating pain.

Manufacturer narrative:
Concomitant: product ID 3877-45, lot# 0205820199, implanted: 2012-(B)(6), product type lead. Product ID 37081-60, serial# (B)(4), product type extension. (B)(4).